Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain analysis to confirm the reactivity of the fya antigen. The results were satisfactory. Customer sent the two pt samples to ocd for further investigation. Quality assurance performed testing of the two returned pt samples against the retained lot of vs211. A 1+ reaction was observed with both samples using a 40 minute incubation.